Manufacturer narrative:
Film evaluation summary: the exact cause of the broken endoanchor cannot be conclusively determined from the single photo provided. Based on historical analysis of similar broken endoanchor complaints, there is no evidence of a material defect that would have been contributory. It is likely that the endoanchor failed due to encountering resistance which imposed excessive torque on the endoanchor, leading to a fracture. Conditions existed within this procedure that have historically been identified as causes of deployment resistance. This include positioning of the heli-fx applier at an angle relative to the vessel wall during deployment, calcium, as well as not maintaining adequate pressure/apposition during deployment. If the heli-fx applier is not positioned perpendicular to the vessel wall with sufficient forward pressure and proper apposition or in an area of calcium or highly concentrated or loose endograft/cuff material, it increases the likelihood the endoanchor will encounter resistance as it is deployed. The excess torque was likely transmitted directly to the endoanchor leading to its fracture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Aptus endoanchors were implanted into an endurant stent graft. Vessel morphology is reported as a short, angled and conical aortic neck. It was reported that the patient had a known type ii endoleak. The physician elected to implant aptus endoanchors due to the short angulated conical aortic neck to prevent further aortic neck deterioration. The physician was deploying the 8th aptus endoanchor and it engaged with calcification and the head of the aptus endoanchor broke. The broken piece of the aptus endoanchor was removed from the patient within the aptus applier. An additional aptus endoanchor was loaded and implanted without issue. Per the physician the cause of the broken endoanchor was due to patient anatomy of calcification. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.